Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was in surgery to place a 3228 penta lead. The physician removed unrelated sacral screws and bolts first. Patient was connected to their device per protocol. A laminotomy was then performed at t10/11 for a t9/10 placement. When penta paddle trail sizer was placed, patient¿s signals to the right lower extremity ¿lost signal.¿ on removal of the lead, the loss of signal remained for several minutes. The patient¿s neuro status returned to normal. When attempting to reinsert the trial sizer, the physician determined that ¿adhesions on right wall of canal were preventing placement¿ and opted to abandon the placement. No deficits were noted in recovery room. Patient may be awaiting future lead placement.